Manufacturer narrative:
(B)(4). Date sent: 5/12/2026 d4: batch #unk the photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 793d01 / 25gst60g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, a green reload was assembled on an echelon powered mechanical stapler, both with a length of 60 mm. At the end of the firing, on the last staple line, the pin remained completely straight at the distal part of the reload, and the staple was not fully formed. There was no patient consequence nor surgical delay reported. No additional information provided.